Event description:
It was reported that the customer experienced low blood glucose levels for approximately 8 months. The customer stated that she thought that the insulin pump was delivering too much insulin. The blood glucose readings were in the 20 and 30 mg/dl range. The low blood glucose reading recorded at the time of the event was 32 mg/dl, which was treated with candy bars. The most recent blood glucose reading was 197 mg/dl. The customer stated that the reservoir showed a little bit more than what was shown on the status screen. She added that she had had a stroke recently, was on medication, and had recently changed her basal rates when she felt like she needed to based on her diet. She stated that she overbolused to treat. She stated that the insulin pump had not been exposed to a strong magnetic field but later stated that it had been exposed to multiple magnetic resonance imaging machines. The insulin pump passed the displacement test. She was advised that the device be replaced. None else.

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm tests due to moisture damage noted in force sensor. The insulin pump passed basic occlusion and displacement. The insulin pump was unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. Motor tested ok. No motor anomaly noted. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.